Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio issue and time anomaly. Customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump would randomly beep and not explain why. Customer stated that insulin pump rejects new batteries and the insulin pump looses time and date settings and sometimes all settings about three times a year. The customer reported that the insulin pump had random no delivery alarms. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.